Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed an error icon. No additional patient or event information is available. Data was received but does not reflect product at fault. Complaint will be opened upon receipt of relevant data. The complaint could not be confirmed. A root cause could not be determined.